Event description:
It was reported that the balloon would not hold volume. The anesthesiologist, dr. (B)(6) said he thought there was a hole in the tip. The procedure was a robotic mitral valve repair procedure.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been discarded by the customer and is not available for evaluation. A follow up report will be submitted should additional information become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv2.5 ruptured during filling. The device was being filled with an unknown cytotoxic drug when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.